Manufacturer narrative:
The tech found that the brakes were not holding when applied caused by a worn out brake pad. The most likely cause is normal wear and tear. The tech swapped the bed for a known working bed and the defective bed was taken to the hill-rom service center for repair. No further info is available on the repair of the bed at this time. The investigation is ongoing, however if any add'l relevant info is identified following completion of the investigation, the add'l relevant info will be submitted in a supplemental report.

Event description:
The account reported the brakes will not lock. The bed was located at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).